Event description:
It was reported that pump experienced malfunction alarm code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, customer was advised pump could continue to be used and was instructed to call back if any malfunction code recurred, and caller acknowledged and understood these instructions.